Event description:
Through implant patient registry it was reported that a 33mm 7300tfx valve was explanted after an implant duration of 2 months and 21 days due to unknown reasons. The explanted valve was replaced with a 31mm 7300tfx valve. The implantation data card indicated that the device explant was not due to deficiency of the original device.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was implanted in the tricuspid position. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Updated sections: d4 (expiration date), h4, and h6 (type of investigation, investigation finding, and investigation conclusion)